Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 30 mg/dl, 55 mg/dl, 92 mg/dl. Customer was treated with food. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The auto mode information was added which was not included in previous report. The information has been provided in this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of low blood glucose event.